Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch insep magnet was protruding out and stuck in place. The field service engineer filed down the magnet to remove the insep and replaced the insep to resolve. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 5 magnet sensor was not working. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.